Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, falsely elevated cardiac troponin I (tni) patient result obtained on the dimension exl with lm system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm system. The discordant result was reported to the physician. A new sample from the same patient was processed the same day and lower results were obtained on the original and alternate instrument. A corrected report was issued. The patient was admitted to the hospital and a cardiac consult and electrocardiogram (EKG) were performed. The patient was discharged from the hospital on (B)(6) 2019. There are no reports of adverse health consequences due to the discordant, elevated tni result, the hospitalization or the EKG testing.

Manufacturer narrative:
MDR 2517506-2019-00145 was filed on 29-mar-2019. Additional information (15-apr-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated cardiac troponin I (tni) result. No product non-conformance with the instrument or reagent was identified. Quality control (qc) and calibration were within limits and no other samples were reported to have been discordant. Siemens service proactively changed a sample cable and performed probe alignments on 15-mar-2019. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.